Manufacturer narrative:
Implant date - unknown date in (B)(6) 2009.

Event description:
It was reported patient experienced progressive right hip pain approximately eight years post-implantation of right total hip arthroplasty. Patient experienced fever, large, edematous and painful right hip thigh and hip. CT scan revealed large periprosthetic abscess extending from hip to knee and ischial nonunion. Subsequently, patient underwent stage I revision; all components were explanted and an antibiotic cement spacer hemiarthroplasty was implanted.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of the provided medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown shell, unknown; unknown, unknown liner, unknown; unknown, unknown stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07761, 0001822565 - 2017 - 07762, 0001822565 - 2017 - 07763. Product location unknown.

Event description:
It was reported that the patient's right hip was revised eight years post-implantation due to infection. The patient sustained a fall with intertrochanteric fracture that was minimally displaced. Attempts have been made and additional information on the reported event is unavailable.